Manufacturer narrative:
(B)(4). Evaluation results: (had secondary intervention for treated aaa), (cva). Conclusion: (had secondary intervention for treated aaa).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient was treated for a saccular thoracic aneurysm at zone 4. Maximum aneurysm diameter was 56mm and the length was 80mm. The thoracic aorta in the proximally was 34mm in diameter and was 30 mm distally. Vessel morphology was reported as there was mildly calcified common iliac arteries, and mild thrombosis. It was reported that there were 2 talent stent grafts implanted (first: tf3434 and second: tf3838). It was reported that at the same time the patient was treated for an aaa by abdominal surgery. There were no endoleaks at the time of implant. It was reported that there was an endoleak between blood vessel prosthesis and stent graft in the abdominal. The patient's abdomen was re-opened and the endoleak was treated. After the 2nd intervention, the patient remained in the hospital. At some time later, the patient had a cerebella infarction. The physician comment: cannot confirm the seriousness of the cerebellar infarction, because he is still on the bed due to the complication. It was later reported that the patient's condition is improving.(reference MFR report # 2953200-2010-01956).